Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Activated sensor with known good reader and performed smu test. Signal and sound icons are shown as activated. Signal and sound icons were shown as activated. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The reader was connected to the approved software. First 5 ble packets were not received. The blc count and rssi values were not present. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned sensor's battery voltage was measured to be within the specification. A further investigation was conducted. A further investigation was conducted. Visual inspection was performed on the returned de cased sensor, no issues observed. The initial scan was reviewed and the sensor was observed to be in state 6. Functionality testing was conducted. Sensor was activated with known good reader and performed smu test. There was no disruption in the ble connection between the devices. The reader was connected to the approved software. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced symptoms described as feeling clammy and shaky. The customer self-treated by consuming "dextro and cola" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced symptoms described as feeling clammy and shaky. The customer self-treated by consuming "dextro and cola" for treatment. There was no report of death or permanent impairment associated with this event.